Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high capture thresholds with intermittent loss of capture. The patient was not pacemaker dependent. Fluoroscopy evaluation was done and the helix was not, or only partially, deployed. The lead was successfully repositioned and helix deployment was confirmed. Measurements were stable. No adverse patient effects were reported, and the system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.